Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory potential adhesive in the flush tubing was visualized. A guidewire was attempted to be inserted through the catheter. The catheter was deployed to basket and flower configurations successfully. Subsequently, flushing was tested in all positions, and flushing was functional in all deployment states. The potential adhesive in the flush tubing is part of the assembly between the flush tubing and luer, and this adhesive is outside of the tubing, which would not affect the operation of the flushing system as it would not be in contact with the inner section of the device. The reported event of foreign material was not confirmed via analysis.

Event description:
It was reported that during preparation for a pulsed field ablation procedure, a farawave catheter was selected for use. When the catheter was opened, a plastic substance was seen in the flush port. The catheter was replaced, and procedure was completed without patient complications. The catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation procedure, a farawave catheter was selected for use. When the catheter was opened, a plastic substance was seen in the flush port. The catheter was replaced, and procedure was completed without patient complications. The catheter is expected to be returned for laboratory analysis.